Manufacturer narrative:
This device is used for therapeutic purposes. (B)(4).

Event description:
It was reported that the device was "running hot". It has been confirmed that during testing, the device heated up "within a minute of testing". There was no patient involvement.